Event description:
It was reported the procedure was being performed on a (B)(6) female pt in the micu who was a former emergency department CT on ll 1 for chest with contrast. Pt had right subclavian cvc infusing levophed at 6 mcg/min, fentanyl at 100 mcg/hr, versed at 5 mg/hr, normal saline at 100 mls/hr. Pt had noticeable amount of pink tinged fluid located on her pillow. Rn confirmed connection between line and port. This rn disconnected brown port and line was flushed, air was aspirated. This rn noted a 1 cm gash/rupture of the blue plastic hub portion of the quad lumen arrow device located near the statlock. This rn immediately placed a gloved finger on rupture site in an attempt to make site occlusive and stop air from entering line. All gifts were stopped at this time. This rn called charge rn and requested resident assistance. Two tegaderm were placed over ruptured area to aid occlusiveness. The grey port was flushed and had great blood return with no air upon aspiration. The levophed was restarted at 6 mcg/min in this port to maintain blood pressure. Two physicians arrived and a decision was made to transport pt back to their room. Systolic blood pressure was normally obtained between 92-98, we were unable to obtain a diastolic bp. Pt was pink in color, other vital signs stable, and had good capillary refill. Upon arrival to room, the physician was bedside to replace the cvc line over guide wire. All tubings and connections were changed. This caused a delay in treatment. There was no pt death or complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.